Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: post implantable filter after 6 months only discovered filter tilted during retrieval session. Patient outcome: the filter remains inside the patient. No impact to patient.

Manufacturer narrative:
(B)(4). Summary of investigational findings: the filter was placed suprarenal with the primary legs terminating in the ostia of the renal veins - not cranial to them. The ivc diameter measured up to 34mm just cranial to the location of the primary filter feet, indicating a megacava (diameter of the ivc > 30 mm). The suprarenal location was probably chosen due to the significant size of the abdominal mass, which likely distorted the normal ivc anatomy in an infrarenal location. The imaging review confirms a development of filter tilt from time of placement to time of scheduled retrieval of 43deg. The hook and proximal body of the filter appears to entirely extend outside of the column of contrast and are likely within the left renal vein. One primary leg are completely separated from the filter and is located ~11mm caudal to the filter body and oriented parallel to the longitudinal axis of the ivc. Furthermore, all the remaining primary filter legs and at least 3 of the secondary filter legs also demonstrate perforation through the right lateral wall of the ivc. This extensive penetration is a result of the abnormal forces generated from the severe filter tilt. According to the imaging review, several factors could have contributed to the findings: location of deployment (diameter of the ivc>30mm). Surgery related to the patient's ovarian cancer could have let to a severe change in orientation of the ivc filter. The interaction between the filter feet and the renal veins may have directly contributed to the filter changing its orientation and position by allowing the right sided filter legs to extend into the right renal vein, resulting in the filter pivoting caudally causing the hook to engage in the left renal vein. However, without additional imaging or more clinical history, it would be inappropriate to speculate of what may have caused the filter tilt and fracture. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: post implantable filter after 6 months only discovered filter tilted during retrieval session. Patient outcome: the filter remains inside the patient. No impact to patient.